Event description:
During a procedure on (B)(6) 2013, upon insertion the 4.0mm cannulated screw, the screw thread peeled away leaving only half of the screw. Reportedly the screw was removed. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.